Event description:
Revision surgery at 6 years and 5 months post primary for femur osteolysis. The surgeon revised successfully the stem.

Manufacturer narrative:
Batch review performed on 19 april 2022: lot 152132: (B)(4) items manufactured and released on 20-aug-2015. Expiration date: 2020-07-14. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event since 2018. Clinical evaluation performed by clinical affairs specialist. At 6 years after primary cementless tha the stem is no longer well fixed proximally and the patient feels pain. The report mentions osteolysis but the quality of the images provided does not allow to confirm this finding. Aseptic loosening at medium term is a possible adverse event following tha described in literature. No definite conclusion can be defined with the information at hand. Preliminary investigation performed by r&d project manager. Looking at the images attached to this complaint it is visible that all ha on the stem body has been absorbed by patient bone. There are huge residuals of patient bloods on the stem body and neck parts. Some signs and scratches are visible on the neck surface probably due to revision surgery. It is not possible to determine the root cause of reported explantation.